Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the "1,2,3" buttons on the touchscreen have been "hesitating" when pressed, and the touchscreen displayed a black overlay. Customer had elevated blood glucose levels (approximately 200 mg/dl). Customer delivered a bolus to stabilize blood glucose levels. It was indicated that the customer will continue to use the pump for insulin therapy.

Manufacturer narrative:
Corrected data.